Event description:
It was reported the patient's ipg is loose and moving in the pocket due to the patient losing weight. As a result, the patient was having communication issues with the programmer, but was resolved via the help from an sjm representative. The patient is unable to undergo surgical intervention due to health issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.